Event description:
No forward flow registered by the pump controller; no resistance in tubing to denote flow. Pt placed on hand crank bypass until pump controller changed; all equipment checked and functioning. Able to simulate problem that was created by the reservoir bag on 10/25/95 after second incident. Tubing and bag discarded thinking problem was electrical.